Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Date of event is unknown; awareness date has been used for this field. (B)(6). Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported while using an unspecified bd safety needle the safety mechanism failed. There was no report of patient impact. The following information was provided by the initial reporter: was giving a patient their vaccines and when I went to close the safety it felt like it pinched me through the glove. When I was done giving the vaccines and went to wash my hands my left index finger was bleeding. It started to swell and bruise.